Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a damaged grasper. Device was replaced with another one. No harm recorded on report.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a damaged grasper. The outside coating of jaws peeled away, it was delivering energy but since coating was peeled away it did not work correctly. Device was replaced with another one. There was no procedural delay. No harm recorded on report.

Manufacturer narrative:
(B)(4). Corrected section: h6 - device code changed to 1454.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/10/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of heavy char material was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw, with no detachment of silicone insulation. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000263026 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.